Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the adhesive around the objective lens being peeled is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that the adhesive around the objective lens was peeled and damage on acoustic lens. There was no patient involvement.